Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10441. It was reported, the pt experienced a painful burning sensation at the ipg pocket. The sensation is present when stimulation is on or off with no change noted during charging. The pt's physician prescribed a lioderm patch for the pain. In addition, the pt turned stimulation off for seven days. There was no effect on the severity of the pain. Follow up info revealed the pt reprogrammed and reported the sensitivity at the ipg site had decreased since the last reprogramming session with marked improvement noted since onset. It was reported, the pt's physician does not feel the scs system is the cause of the pt's discomfort around the ipg site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts, an increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.